Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/10/2020. H.6. Investigation: bd received 4 samples from the customer for investigation. Samples were evaluated by visual examination and the indicated failure mode for loose with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle had a sterility issue. The following information was provided by the initial reporter: "it was reported that caps are loose and causing needle sticks to occur. Per email: I am not sure if you still cover this product for us ¿ but I received this¿ jill dropped off a bag with 4 eclipse 22ga blood safety needles in it. These came out of the bd box with the caps already dislodged and the ed staff are sustaining needled sticks because of it. The paper adhesive strip that is supposed to hold the cap on is coming loose causing the cap to come off. I¿m not sure if there were any safety alerts filed for this yet. Mfg #368608; lot # 9269498."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle had a sterility issue. The following information was provided by the initial reporter: "it was reported that caps are loose and causing needle sticks to occur. Per email: I am not sure if you still cover this product for us, but I received this¿ (B)(6) dropped off a bag with 4 eclipse 22 ga blood safety needles in it. These came out of the bd box with the caps already dislodged and the ed staff are sustaining needled sticks because of it. The paper adhesive strip that is supposed to hold the cap on is coming loose causing the cap to come off. I¿m not sure if there were any safety alerts filed for this yet. Mfg #368608, lot # 9269498".